Event description:
It was reported that the lead exhibited unacceptable thresholds. The patient experienced pectoral stimulation. The lead was capped during a routine device change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.